Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device gives an error: power selector does not work. The device was evaluated onsite by a philips fse (field service engineer) and it was determined that the issue was caused by the customer improperly running the operational test. The customer was trained on proper use of the device. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.